Event description:
It was reported that the patient was revised due to do migration as the plate and two screws were seen lifted away from the bone on an x-ray. The surgeon indicated that there were technical issues during implantation. Attempts have been made and additional information is not available at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products: item# sp-3311, lot# unknown, ribfix blu 10 hole strt plt, qty 1. Item# 76-2410, lot# unknown, ribfix blu scr s/d-lk 2.4x10mm, qty 1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00143, 0001032347-2022-00144.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A photo was provided, which shows the explanted devices. The photo shows the explanted plate is fractured. The complainant reported the plate was not fractured on the original scan, but was elevated off the bone. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. It was reported the surgeon indicated that there were technical issues during implantation, however, no additional information was provided regarding these issues and no medical records were provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.